Event description:
An auto endo 5 automated hem-o-lok clip applier was given to the clinical engineering department and labeled faulty. Upon further inspection, the trigger appeared to be stuck and the device appeared to be jammed. There were no visual defects on the device. We will be returning the device for failure analysis. Although no patient information was provided to us, there is no indication of patient harm when this device was received. Hospital is returning the device to manufacturer for failure analysis.